Event description:
The reason for call was patient reported for the past couple of weeks, since time of implant, several times the intensity settings on group b had zeroed out. Patient mentioned they have tried groups b, d, and e but those didn't work and they are currently back on b. Patient reported group b program 1 was set with intensity at 3.6 and program 2 at 2.3. Patient noted they had spoken to and met with mdt rep 3 times. Agent reviewed information and the patient was redirected to mdt rep and healthcare provider to further address the issue. Patient called rep last week stating that she was having issues with her controller connecting to her battery. The three times they met have been for reprogramming. Rep attempted walking her through repairing the handset, and then referred her to tech services when their guidance wasn¿t fixing the issue. Patient contacted rep a few days later because tech had sent her a new controller and wanted to meet to have them set the new one up for her. Rep met at patient's pain doctor¿s office on tuesday morning, and rep has not heard of any more issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the issue was unknown. The communicator was replaced and the new one was still slow to connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.